Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) visited the customer site to address the reported event. The fse confirmed the error message "2300 s.loader step feed failure" in the error log. The fse was able to reproduce the error by running a rack rotation test. The fse observed that the s.loader flag was off due to the belt being off. The fse proceeded to correct the problem by adjusting the s.loader flag. The fse then ran a rack rotation test, which passed. Quality controls (qc) were ran, which passed within manufacturer's specifications. No further action was required. The aia-900 analyzer was performing within specifications. The aia-900 analyzer, serial number (B)(4), was installed at the account on 12-oct-2018. A complaint history review and service history review for similar complaints was performed from 12-oct-2018 through aware date (B)(6) 2019. There were no other similar events reported during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action: if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [2300] s.loader step feed failure: cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to a misaligned s.loader flag as a result of improper loading of the sample rack by the operator.

Event description:
A customer reported getting error message "2300 s.loader step feed failure" upon start-up with the aia-900 analyzer. The customer stated that the error began to occur when a rack was loaded incorrectly and the analyzer has not able to run since then. The technical support specialist had the customer powered off and on without success. The error message occurred when the pusher foot jammed at the same place every time. The customer did not see anything obstruction movement. A field service was dispatched to address the reported event, which resulted in delayed reporting of follicle stimulating hormone (fsh) and luteinizing hormone (lh ii) patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.